Event description:
Per pt tracking, this lead was capped. Per (B)(6), this lead was accidentally nicked by a bovie during a previous lead revision, so they capped this lead and replaced it. Pt had twiddler's syndrome as well.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.